Manufacturer narrative:
No medwatch received from the user facility. All sections on this form completed by the MFR. Investigations findings: the tubing set was rec'd. The tubing was found to have a cut on the cassette loop. This type of failure can occur if the tubing pressure loop was not seated properly and the tubing becomes pinched between the rollers and the door during installation. The sales rep will provide the facility an additional inservicing needed on the use of this equipment.

Event description:
It was reported that during use in a knee arthroscopy, the tubing on the cassette broke near the rollers in the pump. This break resulted in fluid leaking from the tubing line. The tubing was changed and the procedure was completed on graviy flow. There was no report of injury or surgical delay associated with this procedure.